Event description:
While testing the core micro drill before a procedure it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The unintentional activation could not be duplicated. However, upon disassembly for visual inspection corrosion was found on the preload, sockets and the rotor. The tps flex assembly is delaminating.